Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a piece of material in the sterile packaging. The reported condition was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small piece of carton was found inside the primary packaging of a vented micro-volume exactamix inlet. This was noted before use of the device. There was no patient involvement. No additional information is available.